Manufacturer narrative:
Follow-up clarified that the patient was hospitalized due to alcohol related issues, which were not related to the device or therapy. The patient will soon resume using their device.

Manufacturer narrative:
The device was not removed. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that the patient had a possible stroke. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient was hospitalized with speech problems and there have been no reports of further complications regarding this event.